Event description:
Per the surgeon's report, the electrode array of this pt's device was incorrectly implanted outside of the cochlea. The device will be explanted and a new one implanted in the near future.

Manufacturer narrative:
This type of event is addressed in the device labeling.